Event description:
Boston scientific received information that the patient implanted with this implantable defibrillation lead, and another manufacturer's device, received inappropriate shocks. It was reported this lead had fractured. An invasive procedure was performed. This lead was explanted without complication. While attempting to remove another manufacturer's previously abandoned lead, the superior vena cava (svc) was dissected. The patient went into pulseless electrical activity and was diagnosed with tamponade. Cardiopulmonary resuscitation was successfully performed and the svc was repaired. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has not been returned for analysis. Should additional information become available, or if the lead is returned for analysis, this report will be updated.